Event description:
The customer reported obtaining several erroneous results for multiple patients involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients' samples, after resolving a failed system check, produced results in either a different clinical category or within the same clinical category but outside of the assay's precision claims. The customer stated that the erroneous results were reported out of the laboratory. The customer stated that one patient was sent to another facility for further evaluation and this report references the aforementioned patient. Please refer to medwatch report #2122870-2013-00879 and #2122870-2013-00880 for the report on the other patients. The customer is unaware of any further change or impact to patient treatment in conjunction with this event. There was no death or injury associated with this event. The customer reported experiencing quality control (qc) issues with results being out of range at greater than two standard deviations, a failed accutni calibration curve, and a failed system check in conjunction with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to replace the peri pump tubing for the aspirate probes. The customer then performed another routine system check which passed within instrument specifications, and proceeded to repeat the patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site. The customer resolved the issue through troubleshooting with a beckman coulter customer technical support (cts) over the telephone. The customer replaced the peri-pump tubing for the aspirate probes to resolve the issue, and corrected the failing system checks, calibration curve, and quality control (qc) results.